Event description:
It was reported that the patient had hoarseness following a vomiting spell in (B) (6) and saw an ent physician to address it. Per the ent physician, the patient's left vocal cord was not moving when he examined it. Follow-up with the patient's neurologist revealed that the patient had high lead impedance. The patient's device was turned off and the patient will be followed up with in one month to assess the vocal cord. Attempts for further information have been unsuccessful to date.

Manufacturer narrative:
Device failure is suspected.